Event description:
Consumer called to report that while he was sitting in his 9xt, the crossbraces broke from under him. He stated he did fall out of the chair. However, suffered no injury. He did say he called the emt's not due to the injury but he needed help off the floor.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9xt, serial number/date code (B)(4) is approximately 6 years old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer called to report that while he was sitting in his 9xt, the crossbraces broke from under him. He stated he did fall out of the chair. However, suffered no injury. He did say he called the emt's not due to the injury but he needed help off the floor.